Manufacturer narrative:
Analysis was able to confirm the reported broken ventricular output connector. Analysis also noted the lower case was damaged, the hanger assembly was cracked, the main seal was damaged, and the display wires were pinched with wire exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned for service. There was no patient involvement.